Event description:
It was reported that the ventilator shut down several times while connected to a patient. The ventilator was also alarming for power lost when connected to wall power. No patient harm reported.